Manufacturer narrative:
The customer reported that the central nurse's station (cns) was going into intermittent communication loss (lasting approximately 7-10 minutes each time) while monitoring bedside monitors (bsm(s)). The customer had experienced and reported similar problems in the past. Nihon kohden technical support (nk ts) asked the customer to work with the hospital it team to trace and test the wall jack, replace the cables from the cns to the wall and from the patch panel to the switch, and to swap the ports on the switch, and to call back with results. On (B)(6) 2020 a nurse reported a second incident of intermittent communication loss on this cns, lasting approximately 15 minutes, which was also documented on a separate ticket. The cns resumed functioning properly without any resolution steps performed. Nk ts evaluated logs from the customer and suggested that there could be a problem with the mirth database. The log was determined to be normal and without indication of being related to the communication loss. Nk ts is working on pulling the cns logs for further evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following devices were used in conjunction with the cns. Bedside monitors, model #: ni, s/n: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) was going into intermittent communication loss (lasting approximately 7-10 minutes each time) while monitoring bedside monitors (bsm(s)).

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was going into intermittent comm loss (lasting approximately 7-10 minutes each time) while monitoring bedside monitors (bsms). The customer had experienced and reported similar problems in the past. Nihon kohden technical support (nk ts) asked the customer to work with the hospital it team to trace and test the wall jack, replace the cables from the cns to the wall and from the patch panel to the switch, and to swap the ports on the switch, and call back with results. On 2/2/2020 a nurse reported a second incident of intermittent communication loss on this cns, lasting approximately 15 minutes, which was also documented on a separate ticket. The cns resumed functioning properly without any troubleshooting steps performed. Service requested / performed: troubleshooting. Investigation summary: root cause of the communication loss cannot be determined as logs were not able to be obtained. The customer reported that the issue had resolved itself and no further communication loss was reported for this cns. As the issue was resolved without the need of nk assistance, it is unlikely that communication loss occurred due an nk device malfunction. The root cause is likely related to the hospital's network environment.

Event description:
The customer reported that the central nurse's station (cns) was going into intermittent comm loss (lasting approximately 7-10 minutes each time) while monitoring bedside monitors (bsms).